Event description:
The user stated they received a discrepant calcium result for one pt sample. The initial result was 11.2 mg per dl. They repeated the sample and received 11.3 mg per dl, so they reported the result of 11.2 mg per dl. The pt came up on a qa report and was repeated in 2009 with results of 9.9, 9.9, 9.9, 10.0, 9.9, 10.0, 9.8 and 10.0 mg per dl. The user submitted a corrected report of 9.9 mg per dl. The original sampling was for a chemistry panel. The user reran all of the other tests ordered for this pt sample and results repeated acceptably. The user states he checked with the nurse, and the pt was not treated based on the initial high calcium result.

Manufacturer narrative:
The field service representative could not find a problem. He noted he cleaned the water container, and cleaned and lubricated the pressure valves and seals. A check test, qc and pt samples were performed to verify the analyzer performance.